Event description:
Elekta identified a report on asn website referring to a patient mistreatment. Treatment delivered to the wrong side. When writing the report at the end of exposure, radiation therapist found that the treatment had been delivered to the wrong side. This error is the result of an error in treatment planning. The patient has been informed and is under health monitoring. The analysis of this event conducted by the unit radiosurgery and radiotherapy showed that, in the case of this specific pathology, the medical imaging did not allow to differentiate the healthy area of the area to be treated. The radiosurgery unit has already implemented corrective actions to avoid duplication of this type of error including the integration of the side to be treated in the checklist, staff training on new tool and reminder of audit procedures.

Manufacturer narrative:
The manufacturer's device was identified in a government nuclear agency report published on their website. The customer has not contacted the manufacturer. This is the manufacturer's final report. Customer has not contacted elekta.